Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. The complaint condition is caused by the retaining ring becoming loose which is most likely due to the age of the device and damage caused by striking the device repeatedly. It is concluded that the design of both parts is adequate for their intended uses and there is nothing to indicate design or manufacturing issues and this complaint is invalid.

Event description:
It was reported that 2 instruments were broken. The tip broke off from handle on the depth gauge for 2.0mm and d 2.4mm screws. The piece was retrieved, and there was no other difficulty. The universal chuck with t-handle was not holding the attachments.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).